Event description:
A customer reports electric shock from their abbott diabetes care device while scanning. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device while scanning. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reports electric shock from their abbott diabetes care device while scanning. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection on the reader was performed and usb port damage was observed however damage didn't affect reader functionality. Reader was successfully communicated with approved software and was observed to be charging. Reader test was performed and test passed. No burn marks or components damage were observed. Visual inspection was performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter. Current was set to 0.55a. Voltage was observed within specification. Power adapter passed testing. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. The reader was de-cased and visual inspection was performed on pcba. No issues were observed. The returned battery was measured as 3.8v. Reader was observed to be charging with known good cable and adapter. Thermal camera was used to inspect the pcba. No hotspot on any components was observed. The issue was forwarded for extended investigation. Visual inspection was performed on the returned de-cased reader, and no issue were observed. Reader log was successfully downloaded. The event log was viewed and no cybersecurity error codes was observed. Reader test was performed and the test passed. The battery voltage was measured which was within specification. The power adapter was tested using a load tester, and the output voltage was measured and it was within specification. The usb/charging cable was inspected, and no open or shorted pins were observed. A thermal camera was used, and no hotspots were detected. The returned reader function as intended and it was determined that the reader passed all tests. The battery voltage was also confirmed to be within specification and insufficient to cause an electric shock. Therefore, the issue is not confirmed.. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.